Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a routine office visit. Upon interrogation, the right ventricular lead was noted to have low impedance on several occasions since last office visit. The patient was stable and would continue to be monitored.